Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, it was noted that the right atrial lead exhibited intermittent capture at high output. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition post-procedure.